Manufacturer narrative:
The section on contraindications in the instructions for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus. The lasso is not recommended for use in the ventricles."

Event description:
The customer stated that while withdrawing the lasso catheter from the left ventricle of the pt's heart, the catheter got entangled in the mitral valve. It was reported that the chordae tendineae were torn from the mitral valve leaflet. The physician is of the opinion that the cause of the adverse event was procedure related and not the lasso catheter. The pt reportedly underwent open heart surgery for mitral valve repair.